Event description:
Na

Manufacturer narrative:
(B)(4). This incident is associated with an international customer. Return product is not available for investigation. On (B)(6) 2014 the customer stated that they are not willing to provide any further information. The following product information is unknown at the time of this report: cartridge lot number, expiry date and manufacture date.

Manufacturer narrative:
(B)(4). The investigation was completed on 02/20/2015. Customer reported discrepant na, k and hgb results while using e3+ cartridge (lot# remains unknown to date). Searches of quality system processes (exception reports, stability and complaints) shows no indication of issues identified with e3+ cartridge lots, during the timeframe of this incident. No deficiency was identified.

Event description:
Correct typographic error: from I-stat troponin to I-stat e3+ cartridge.

Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant results with potassium, sodium and hemoglobin on a patient. There was no additional patient information available at the time of this report. The hematocrit values were not provided. Test date:(B)(6) 2014: sample: a, time: 2:00pm, na , 135 k : 3.5 * hgb:5. B , 2:10pm, 138, 3.9 , 5. *calculated from hct (hemoglobin (g/dl) = hematocrit (% pcv) x 0.34). The two samples were collected from catheters, one from each arm. There were no injuries reported with this event. At this time product lot# is unavailable and there is no product for return. The customer is unwilling to provide further information.

Manufacturer narrative:
(B)(4). Correction is to annotate error in only related to product name. There is no other information available. From: I-stat troponin to: I-stat e3+.